Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had complex (very low pressure) hydrocephalus post-subarachnoid hemorrhage (sah). As part of the patient ¿s admission with the sah, the patient did experience a lung infection and urinary infection. It was stated the patient needed a near zero pressure shunt. The patient was implanted with shunt that was set to 0.5. Reportedly, the patient failed to improve after implant and was in-patient for ¿many weeks.¿ the patient ultimately proceeded to have a lumbar drain to remove more cerebrospinal fluid (csf). They were subsequently found to have a cerebrospinal fluid infection which led to shunt removal/insertion of the drain. At the shunt removal surgery, the valve was tested (at pressure setting 0.5) and found to have slow flow at 20 cm h2o, and ceased flowing at 15 cm h2o.